Manufacturer narrative:
External insulation abrasion was noted at 11.4 - 11.5 cm from the connector pin consistent with lead friction to the ICD can. The outer insulation was breached and the outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noise resulting in inappropriate automatic mode switch episodes were observed. A insulation breach was suspected. The lead was explanted and replaced. There were no patient consequences.